Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to pull out medications. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time is not synchronizing and so the user was unable to pull out meds from the due date. It was confirmed by the customer end that the time currently an hour ahead shows in the station. The technical support specialist dialed into the station and fixed the issue by manually adjusting the time settings on the station. The system functioned as intended after the technical support specialist troubleshot the device.